Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, nodule and asymmetry.

Event description:
Patient reported right side rupture, nodule and asymmetry. The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a2, b3, g2.

Event description:
Patient reported right side rupture, nodule and asymmetry. The device has been explanted.